Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument had broken cable. The issue was identified prior to the procedure and post anesthesia. There was not any harm to the patient. No fragment fell into the patient. The probable root cause of thermal damage are typically attributed to the user. The probable cause of the thermal damage is primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was visually inspected internally, and no issues were identified. The external inspection found multiple issues. Additionally, the instrument was found to have charring and localized melting at the yaw pulley, but no conductor wire damage was observed. The instrument passed the electrical continuity test. Furthermore, the instrument was found to have a broken main tube at the distal tip, but no material was found missing. Components adjacent to this broken main tube did not show damage.

Event description:
It was reported that fenestrated bipolar forceps instrument was broken. There was no reported injury.